Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo runthrough floppy; guide catheter: mdt xb3.5 6f. The device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a moderately tortuous and moderately calcified lesion in the mid right coronary artery. During insertion of the 3.5x12mm nc trek balloon dilatation catheter into the guiding catheter, the proximal shaft separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.